Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a biolox&#59407;ption hd/adpt, (B)(6), 40 x +3.5 on (B)(6) 2014 on the right side. Clinically significant proprionobacterium acnes infection of the right tha approximately 10 days post implant surgery.